Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. The event was reported by a distributor, however the healthcare facility where the event occurred is as follows: (B)(6). (B)(4). Investigation results: the returned flexiva laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 306 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 3.5 mm and appeared in good condition. A functional evaluation revealed that the light from the sma connector was distorted, indicating that there was fracture within the connector. No other problems with the device were noted. The reported event of the flexiva laser fiber malfunctioned was confirmed. The reported laser fiber failed to emit energy is consistent with a fiber broken within the connector. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that flexiva laser fiber was used in a procedure performed on an unknown date. During the procedure, the laser fiber malfunctioned. The generator was changed. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding of laser fiber broken within the connector. No further information has been obtained despite good faith efforts. The device has been returned for analysis.